Event description:
Received info of an air bubble within the pt line of the cartridge. Customer's blood glucose level was impacted. During troubleshooting, the customer was able to remove the air bubble.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.